Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the instrument channel of the subject device tested positive for mycobacterium simiae during a surveillance culturing test by the facility. The number of the microbes and other detailed information were not provided from the user facility. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and d4 (serial number) and h4. Olympus followed up with the user facility to obtain additional information. The facility reported that they had cleaned the subject device using a non-olympus cleaning brush (miro tec) and an olympus cleaning brush (model; unknown), and they reprocessed the device using an olympus automated endoscope reprocessor model mini etd2 (not available in the USA). It was reported that the user facility conducted a microbiological culturing test for a sample collected from the aer, and the sample was contaminated with unspecified bacteria. The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information. The facility reported that they conducted additional culturing test for the subject device after additional reprocessing and the test result indicated no microbial growth for the subject device. It was also reported that the subject device is continuously being used at the user facility without no problem. The subject device was not returned to olympus. The exact cause could not be determined.